Manufacturer narrative:
(B)(4). The field service representative (fsr) was unable to verify the reported issue. Ther fsr performed a successful calibration on the epgs. The fsr removed the epgs to visually inspect and found that the connector to the oxygen (o2) sensor was not fully seated. The fsr secured the connection to the o2 sensor and reassembled. He performed release test and was informed by the customer that preventive maintenance (pm) was performed on this unit by a trained technician around (B)(6) 2015. The fsr also downloaded the data logs for further evaluation. The unit operated to manufacturer specifications and was returned to clinical use. There will be no part return for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) displayed dashes and a message "02 needs calibration". Failed calibration a few times. The device was not changed out, as they used the manual control knobs and monitored the oxygenation levels. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on july 7, 2015 the gas system was calibrated successfully. Then the gas system reports "o2 sensor and blender disagree (blender = 79.6, o2 sensor = 0). This could be caused by a bad o2 sensor or an intermittent connection to the o2 sensor. Additional attempts to calibrate the gas system fail with the o2 sensor value = 0. Some calibration attempts pass with a normal o2 sensor voltage reading indicating a possible intermittent connection to the o2 sensor. No additional action will be taken at this time.